Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was re-admitted to the hospital on (B)(6) 2022 with a "knot" at the base of their sternum. The "knot" was a fluid pocket that was painful to the touch. The patient continued on IV of vancomycin and ceftriaxone. A wound vacuum assisted closure (vac) was placed. Additional information revealed the patient was placed on long-term antibiotics, 500mg of keflex three times a day for infection suppression.

Event description:
On (B)(6) 2022 the patient stated that they had bright red blood in their stool for the previous 4 days. The source of the bleeding was hemorrhoids which was treated with topical hemorrhoidal cream. The patient was discharged home on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed

Manufacturer narrative:
Manufacturer's investigation conclusion specific causes for the reported infection and bleeding cannot be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists infection and bleeding as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section also outlines recommended anticoagulation therapy and international normalized ratio range. Care instructions regarding preventing infection are provided in various sections of this document. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.